Manufacturer narrative:
Fowler. Investigation determined that the fowler was found to be warped due to customer misuse. This warping inhibiting the fowler from achieving a full down flat position necessary for medical intervention/CPR.

Event description:
It was reported that the fowler was not operating properly. No adverse consequences were reported.